Manufacturer narrative:
The field service engineer determined the electrodes were due to be replaced. The electrodes were replaced and the flow path was conditioned. The customer ran calibration and controls and these were acceptable. Precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The sample initially resulted with an na value of 131 mmol/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2020, resulting with a value of 139 mmol/l. The repeat value was believed to be correct and a corrected report was issued. The serial number of the cobas 8000 ise module is (B)(4).